Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2006. On (B)(6) 2010, the patient developed urgency-incontinence and pain in the left inguinal region, especially during bicycling. On (B)(6) 2014, the patient was seen by a physician because of pain in the left inguinal / abdominal wall, when patient leaned forward. Upon examination on (B)(6) 2014, the doctor could feel the mesh sling (penetration) under the mucosa. The patient felt pain when the physician touched the mesh. Because of modest discomfort for the patient, the physician and patient decided to wait for any treatment.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.